Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection confirmed the complainant¿s experience of snap ring detachment. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: updated the brand name in section d1.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital] product: cd001. "The metal ring around the bead detached from the bead. The hospital deemed this incident an incident where it could have lead to potential patient injury. The actual event unit associated with this complaint was discarded and will not be returning." Additional information received by (rn manager) via email on 31may2024 the patient was discharged after surgery and there was no injury. The name of the surgery is laparoscopic cholecystectomy. The date of the procedure is (B)(6) 2024. The procedure was completed / resolved like this: the metal ring was identified as he was getting ready to close and it was immediately removed from the patient. There is no concomitant device. We do not know when the detachment of the metal ring happened, because we were not aware that it had fallen off until it was discovered by the surgeon during prior to closing the abdomen. Intervention: the metal ring was identified as he was getting ready to close and it was immediately removed from the patient. Patient status: the patient was discharged after surgery and there was no injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: [hospital] product: cd001. "The metal ring around the bead detached from the bead. The hospital deemed this incident an incident where it could have lead to potential patient injury. The actual event unit associated with this complaint was discarded and will not be returning.". Additional information received by (rn manager) via email on 31may2024. The patient was discharged after surgery and there was no injury. The name of the surgery is laparoscopic cholecystectomy. The date of the procedure is (B)(6) 2024. The procedure was completed / resolved like this: the metal ring was identified as he was getting ready to close and it was immediately removed from the patient. There is no concomitant device. We do not know when the detachment of the metal ring happened, because we were not aware that it had fallen off until it was discovered by the surgeon during prior to closing the abdomen. Intervention: the metal ring was identified as he was getting ready to close and it was immediately removed from the patient. Patient status: the patient was discharged after surgery and there was no injury.